Manufacturer narrative:
Investigation: four sealed 31g x 5mm pen needle samples were returned from lot. No. 5353003, cat. No. 320632. Visual examination was carried out on the returned samples and it was observed that the returned samples were not bd product. As this is not bd product no further testing can be carried out. Conclusion: visual examination was carried out on the returned samples and it was observed that the returned samples were not bd product. As this is not bd product no further testing can be carried out. Root cause: as the samples returned were not manufactured in bd no root cause can be identified. Rationale: based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was liquid leaking from the hub of a bd micro-fine¿ pen needle 31g x 5 mm. There was no report of medical intervention or serious injury.